Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that patient's implantable cardioverter defibrillator (ICD) exhibited diagnostic anomaly. No intervention was done. The patient status was unknown.

Manufacturer narrative:
The reported complaint of an automatic mode switch (ams) episode containing diagnostics that were not physiological was confirmed. Upon inspection of the segm that captured the entry into ams episode it was determined that a chaotic atrial signal caused the device to sense noise as atrial sense events. Later session records did not contain any additional ams episodes. It looks like the chaotic atrial sensing channel was transient. The firmware and programmer were functioning per design.

Event description:
New information received notes that the patient was stable.